Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild detritus; the glass cap exhibits moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure at 30 minutes and 22 seconds at 173,070 joules of use. The procedure was completed with a second fiber. Patient outcome: "no injury to the patient."

Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.